Event description:
Pt had v-tachy/fib-defibrillated approx 19 times for 1 1/2 hours. Nurses opened at least 4 packs of pads. The pads, which were laterally placed, kept slipping due to dryness. Each opened package was equally dry on opening.